Manufacturer narrative:
An event of the leaflets of the 21mm valve not moving after the device was placed in the annulus was reported. The device was received for investigation and no anomalies were found. Both leaflets moved fully and without resistance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.the cause of the reported event could not be conclusively determined.na

Event description:
It was reported that on (B)(6) 2023, a 21mm regent valve was chosen for procedure. The patient's aortic valve was sized with a regent 905 sizer set and both 21mm and 19mm sizers were acceptable with the physician opting for the 21mm size. It was also reported the sizer set was "troublesome" to use and "difficult to understand". During procedure, after implanting the 21mm regent valve, it was noted the valve could not open or close. A decision was made to replace the valve with a 19mm regent valve. The replacement valve was successfully implanted in the patient. It was reported there was a 30min delay in the procedure due to this event. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.